Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2021 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided stent placement procedure performed on (B)(6) 2021. During the procedure, the axios cautery was unable to cut through the tissue. The device was removed and it was noted that the cautery tip was partially detached from the delivery system. The physician lightly pulled on the tip and it fully separated from the delivery system. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: a photo of the device provided by the complainant shows that the tip detached outside the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Blocks b5, h6 (device code) and h10 have been updated with the additional information received on january 06, 2022. Block h6: medical device problem code a0501 captures the reportable event of tip detached. Medical device problem code a07 captures the reportable event of cautery delivers energy intermittently. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2021 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided stent placement procedure performed on (B)(6) 2021. During the procedure, the axios cautery was unable to cut through the tissue. The device was removed and it was noted that the cautery tip was partially detached from the delivery system. The physician lightly pulled on the tip and it fully separated from the delivery system. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: a photo of the device provided by the complainant shows that the tip detached outside the patient. It was reported that the hot axios stent was to be implanted transgastric to the pancreas. During the procedure, there was blanching of the tissue. The same cable, active cord, generator and generator settings were used to complete the procedure.